Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-613-1 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the device's handle is cracked. Multiple scratches and dark spots were observed shaft and strike cap. The root cause of the reported failure mode is undetermined. However, a likely reason is the wear and tear damage incurred over repeated usage.

Event description:
On 04/04/2023, it was reported by a sales representative via sems that an ar-613-1 ibalance¿ tka cracked. This occurred during a tka on (B)(6) 2023 and the handle cracked. No part of the device broke inside of the patient and the case was completed using another ar-613-1. There was no patient effect reported.